Event description:
Per independent repair center statement, customer alleged low o2/yellow light and the key failure is the tie wraps were loose. As stated on the independent repair statement: per independent repair center statement, customer alleged alarming or red light and the key failure is the tie wraps were loose.